Event description:
It was reported that the patient presented at the emergency room on (B)(6) 2026 with high blood glucose levels of 500 mg/dl while wearing the pod for an unknown duration of time. The patient's symptoms reported included projectile vomiting, rage, dizziness, and shortness of breath. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids and released the same day after a few hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.